Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the freestyle libre sensor provided unspecified lower readings when compared to blood glucose readings obtained on an unspecified device. Customer additionally reported receiving a "too cold for reading" message and temperature icon when attempting to obtain a sensor result. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. No further investigation is required.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the freestyle libre sensor provided unspecified lower readings when compared to blood glucose readings obtained on an unspecified device. Customer additionally reported receiving a "too cold for reading" message and temperature icon when attempting to obtain a sensor result. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. The sensor was also reprogrammed and reactivated to check skin temperature result. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the freestyle libre sensor provided unspecified lower readings when compared to blood glucose readings obtained on an unspecified device. Customer additionally reported receiving a "too cold for reading" message and temperature icon when attempting to obtain a sensor result. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.